Event description:
It was alleged while transporting a patient on the stair chair, one of the transport wheels detached from the chair. No injuries were reported as a result; however, a back up unit needed to be called to continue the transport.

Event description:
It was alleged while transporting a patient on the stair chair, one of the transport wheels detached from the chair. No injuries were reported as a result; however, a back up unit needed to be called to continue the transport.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject chair at the customer location. The contributing factor was found to be stripped threading on the hardware. A new wheel was installed on the chair and it was returned to service. There was no additional information provided alleging the incident resulted in any adverse effect to the patient.